Event description:
On (B)(6) 2026, the patient reported an episode of hypoglycemia while using a pod, which had been worn on the abdomen for approximately 13 hours. Blood glucose values at the time of the event were reported as 2.1 mmol/l (38 mg/dl) via sensor application and 2.2 mmol/l (40 mg/dl) by finger-prick measurement. The patient reported an alleged device malfunction involving loss of dexcom g7 sensor connectivity, resulting in the system operating in limited/manual mode while the pod was in use. The dexcom application continued to display glucose readings. Due to hypoglycemia, the patient sought medical assistance by contacting emergency medical services (111) and was advised to administer glucose gel. Three glucose gels were taken. A glucagon injection was additionally administered by another individual; this administration was not advised by emergency services. The pod remained in use during medical attention and was not replaced. No symptoms, diagnosis, hospitalization details, or outcome of glucagon administration were confirmed. Follow-up attempts to obtain additional medical information were unsuccessful despite multiple attempts. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.